Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity decreased 4 years over the past year. It was also noted there were observations of noise. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended and planned. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity decreased 4 years over the past year. It was also noted there were observations of noise. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended and planned. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. 3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity decreased 4 years over the past year. It was also noted there were observations of noise. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing. A device replacement was recommended and planned. No adverse patient effects were reported.